Manufacturer narrative:
Concomitant medical products: set mated to heparin lock or ports- listed as concomitants. Requested patient demographics however not provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when disconnecting a patient from a plasma infusion of 30 mins. The male luer broke off into a non bd connector.there was no harm to the patient. The event occurred in the transition unit .

Event description:
It was reported that when disconnecting a patient from a plasma infusion of 30 mins. The male luer broke off into a non bd connector.there was no harm to the patient.the event occurred in the transition unit .

Manufacturer narrative:
The customer¿s report that the male luer broke off into a non bd connector was confirmed. During visual inspection, it was noted that the male luer¿s outlet port was broken off near the tip of the male luer. Closer inspection under a lab microscope observed no tool marks or signs of over torque. The primary set and the non bd connector did not show any signs of damage or anomalies. It was concluded that an excessive external lateral/leverage force was applied to the male luer when connected to the microclave (non bd connector), thus causing it to break. The root cause of the excessive force was not definitively determined.